Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a leaking cartridge. Additionally, it was reported that the pump battery was depleting quickly which led to an unexpected shutdown, an altitude alarm occurred, and that the pump time and date was incorrect. Customer's blood glucose level ranged between 30-400 mg/dl which was addressed by eating and drinking juice. Reportedly, the customer changed pump supplies and continued to use the pump for insulin therapy.